Manufacturer narrative:
Event site name: (B)(6). Contact person name: (B)(6). Initial reporter was or manager additional information will be provided following the conclusion of the investigation.

Event description:
On 29th february 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700 . As it was stated the top cover was broken. Then on 2nd april 2024 further information was provided by getinge technician following the visit at the customer site and device evaluation, the fastening points of upper cover were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2019-12-09. Corrected h4 manufacture date: 2019-12-10. Getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700. As it was stated the top cover was broken. Then on 2nd april 2024 further information was provided by getinge technician following the visit at the customer site and device evaluation, the fastening points of upper cover were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective part pwdii-7-upper cover + handle (ard369221998) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. As stated by subject matter expert at the manufacturing site, following analysis by the maintenance technician, the probable cause of the cover failure was a collision with other equipment in the operating theatre. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).